Manufacturer narrative:
Case outcome: refer to cpus250944 form b investigation report (previous investigation for the same issue). Retention samples from lot cov250944 were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint is not confirmed.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (c) line. Purchased from publix.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (c) line. Purchased from publix.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.